Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc surmised. That this phenomenon attributed to the following. -the distal end of the endoscope rubbed strongly against the mucous membrane and damaging the mucous membrane. -when attaching the distal end cover to the endoscope, the distal end of the cover was cracked and the mucous membrane was damaged by the cover edge. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. A replication test was conducted using a pig organ. As a result, the following was found. -tissue is embedded in the distal cover after the scope is removed with suction activated. This phenomenon is observed regardless of with/without crack. -more tissue is embedded when a small crack is present on the distal cover. -when there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. Omsc could not confirm the device history record because the device lot number was unknown. Omsc confirmed the manufacturing process to make sure if there was any change that could affect the product. There was no abnormality or deviation that could contribute to the reported issue. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -if suction was activated or the distal end of the endoscope was pushed against the mucous while removing the endoscope, a gap could develop between the forceps elevator and channel or the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. -the user started the procedure without noticing cracks in the distal end cover during the preparation of the use. -the endoscope was removed with the mucous membrane inserted between the distal end cover and the elevator. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus re-evaluated the event reported in MFR report # 8010047-2021-08113 and confirmed that this device was also subject to the 30-date report criteria. The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. Omsc concluded there was no serious injury to this phenomenon because the user did not perform the additional treatment for the patient. Omsc submits this MDR as a malfunction report. If additional information becomes available, this report will be supplemented.

Event description:
During endoscopic retrograde cholangiopancreatography (ercp), the doctor found that the patient's esophagus became narrow and was injured with bleeding when the endoscope tjf-q290v was inserted. The doctor replaced the device and completed the procedure by reinserting another endoscope. The doctor commented as the following. The doctor confirmed that this distal end cover attachment (maj-2315) was scratched. The doctor confirmed bleeding on the endoscopic image, but the bleeding was stopped. Therefore, the doctor did not perform the additional treatment for bleeding. The patient had impaired swallowing function. The doctor commented that the device's insert ability became worse because the shape of the distal end cover was less rounded than the conventional ones and the material of the distal end cover was made of plastic. There was a piece of the patient's mucous membrane tissue on the distal end cover after the procedure. The doctor did not perform a pathological examination on the collected mucosa.